Event description:
A malfunction was reported with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and was instructed to continue using it, with a note to call back if the malfunction code recurred. The customer acknowledged and understood these instructions.